Manufacturer narrative:
The device associated with this report was not returned for evaluation. A complaint database search found additional reports of breakage against the provided product code. Previous investigations attributed the root cause to device wear out from normal use and servicing. The device is designed to have the component replaced after heavy usage/impacts. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw broke loose and the plastic piece is no longer usable on the tibial impactor.